Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The patient reported that they discovered a fluid in the cassette area after removing the supplies. The patient was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not develop any symptoms, adverse events, or injuries related to the reported event. The source of the leak was unknown. The patient was trained on performing stat drains and manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatments until the replacement cycler arrived. The patient received the replacement cycler and continued pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.